Event description:
It was reported by service report that the scale was not weighing properly. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - cpu board and head right load cell malfunction caused scale to bounce and giving inaccurate readings.